Manufacturer narrative:
(B)(4).additional information:this report of peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue. A review of all batch record documents was performed for potentially associated lots gd891796 and gd891333 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
On (B)(6) 2012, the patient's niece contacted baxter customer services and reported the following information. On (B)(6) 2012, the patient died. Cause of death was unknown. Upon follow-up with the peritoneal dialysis nurse, the nurse confirmed the patient died on (B)(6) 2012. Cause of death was sepsis and infection. The nurse stated the death was unrelated to dianeal therapy. On (B)(6) 2013, the nurse contacted baxter technical services to request the patient's homechoice machine be picked up due to patient death. On (B)(4) 2013, global pharmacovigilance conducted further follow-up with the peritoneal dialysis nurse regarding the patient's death. The following information was obtained. On an unknown date, the patient began treatment on the homechoice with 2l fill volumes over 4 cycles at night with a final fill of 2l (total fill volume was 10l) for automated peritoneal dialysis (apd). In (B)(6) 2012, the patient experienced the onset of a left foot wound. In (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and shortness of breath. Causative organism was unknown. The patient was not hospitalized for this event. In (B)(6) 2012, the patient's fill volumes were decreased to 1l due to abdominal pain and shortness of breath related to the peritonitis event. In (B)(6) 2012, apd therapy was discontinued and the patient was switched to continuous ambulatory peritoneal dialysis (capd) with 1 to 1.5l fill volumes four times a day. The patient added unspecified antibiotics to the manual bags during each exchange. Two weeks after diagnosis of peritonitis, the patient was diagnosed with gangrene (previously reported as an infection) and necrotic changes to left foot and was hospitalized for the events. Treatment was unknown. On (B)(6) 2012, the patient died. Cause of death on death notification was sepsis. The nurse stated that it was not determined if the source of sepsis was gangrene and necrotic changes to left foot wound or from the peritonitis. It was unknown if an autopsy was performed. The nurse stated the patient was contacted on a regular basis and repeatedly refused direction to seek medical attention for the left foot wound from its onset or follow-up for the peritonitis event. Pd therapy was ongoing until the time of death, but mode of pd therapy during hospitalization was unknown. Outcome of peritonitis was not determined. Outcome of gangrene and necrotic changes to left foot was not resolved. The nurse stated the events were not related to any baxter device or disposable. On (B)(4) 2013, product surveillance spoke with the peritoneal dialysis nurse regarding the reported event. The following information was obtained. The nurse clarified the peritonitis was a relapsing event that began in (B)(6) 2012. Cause of peritonitis was unknown. The nurse stated there was no exit or tunnel site infection associated with the peritonitis. The nurse indicated she was newer to the clinic and therefore did not have further information regarding the peritonitis event. The nurse confirmed the cause of death on the death certificate was sepsis.

Manufacturer narrative:
(B)(4). This report is 2 of 2. A follow-up report will be submitted if additional information becomes available.